Event description:
Report received from baxter states an overinfusion incident occurred in which 12 cc of solution was delivered in 12 hours. The device contained an unk concentration of mepivacaine hcl. Report states no pt injury resulted.